Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 29th may 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 10 rail. According to the photographic evidence, headlight's covers were broken with missing particles and one of the covers detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off during examination may lead to potential serious injury of the patient.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our examination lights ¿ lucea 10 rail. According to the photographic evidence, headlight's covers were broken with missing particles and one of the covers detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off during examination may lead to potential serious injury of the patient. Based on an information gathered, the defective parts were replaced (transparent plastic cover - lucea 10 - ard368601555 and l10-handle interface with flexible v2 - ard368606997) and device is operational for clinical use. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the analysis performed by the subject matter expert, the probable causes of the breakage are the incompatibility of the cleaning products or abnormal use. Maquet sas recommends visual inspection before use according to the user manual (IFU 01701 rev. 12, page 22-23). A daily inspection performed by the user (chipped paint, impact marks and any other damage) will help preventing such event. Maquet sas also recommends to inform the customers about the hazards in cases of non-compliance of these instructions. Based on some internal test done by maquet sas (ref: cre 12-085 for instance), only abnormal use (violent collisions, excessive pressure¿) or the use of incompatible cleaning products or protocol, can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the lucea product must be used according with the user manual information. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016.